Event description:
It was reported that the patient had a flowonix pump for about 7 years and is due to have it replaced soon. He is having "difficulties delivering medicine now, don't know if it's the pump or catheter" and that he is "having severe spasms that wake me up at night." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).